Event description:
It was reported that the wrong article was inside the package. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The investigation has shown that it concerns a packaging fault during which a wrong article was packed. This was found to be a manufacturing issue. A CAPA determination request has been initiated.